Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults, won't hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Upon investigation, two of the battery tri-cells were depleted. The cause of the inability to power on and charge was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was unable to power on a monitor.